Event description:
It was reported that noise was observed on the ventricular channel. Inappropriate hv therapy was delivered as a result of the oversensing. The noise was captured on segms. Possible lead fractre was suspected. The patient decided to have his ICD turned off and not opt for any type of revision. The lead remains implanted.

Manufacturer narrative:
Na